Event description:
Procedure type: colon resection. According to the reporter: an elective surgery was performed on (B)(6) 2012 for unresectable colon polyps which ended up being cancerous. A leak presented one week after surgery. A reoperation took place on (B)(6) 2012. Upon inspection of the anastomosis, the gia staple line came apart. The surgeon resected the anastomosis, redid the anastomosis and over sewed. The location of the original anastomosis was reported as the right colon, illeo-colic. An autopsy was reportedly not performed. The surgeon could not provide evaluation of the event. The patient died 5 days later due to sepsis and other complications. It was reported that the lot number is not available.

Manufacturer narrative:
(B)(4).